Event description:
Related manufacturer reference number: 2017865-2022-11174. It was reported that the pacemaker exhibited premature battery depletion, and the lead exhibited insulation damage, high capture threshold, and low pacing impedance. The pacemaker was explanted and replaced. The patient was stable.